Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to flattening, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. Analyst commented, lead returned damaged/clavicle rib crush. And all conductors fracture confirmed. (B)(4).

Event description:
It was reported that during use the left ventricular (lv) lead exhibited no capture on all vectors, high impedance and fracture. During the revision procedure of lv lead, medial puncture was necessary due to closure of subclavian vein, 'lead was crushed', and remained in use. Approximately, one month later, the lv lead, again exhibited no capture on all vectors, high impedance and fracture. During revision procedure, the lv lead was crushed again. The lv was explanted and replaced. No patient complications have been reported as a result of this event.